Event description:
A malfunction alarm occurred, identified as malfunction code malf 1. There was no adverse impact to the customer's blood glucose level. The customer received pump reset assistance from technical support, but after the issue recurred, it was decided to replace the pump, which was confirmed to be under warranty. The customer arranged to use an alternative insulin delivery method and was instructed on how to store and return the faulty pump to tandem.